Event description:
Ivp pump tubing produced under same "list #" is not same product and will not work with IV pump. Roller clamp style has changed from previous tubing sets. Will fit pump but will not trigger the roller clamp.